Manufacturer narrative:
Upon receipt at the quality assurance laboratory, the device was visually and functionally evaluated. Visual inspection identified that the fiber body was broken into two pieces. Microscopic inspection showed that the tip was clipped; however, the connector appeared normal with no visible abnormalities. Functional testing passed, and the console reading indicated zero treatments used with one treatment remaining. These findings indicate that the issue was limited to a physical fiber body break, while the connector integrity and console communication remained within normal operating conditions. Based on analysis results and information available, no device malfunction was reported; therefore, complaint confirmation could not be performed. A labeling review verified that the instructions for use (IFU) instruct users to inspect the fiber for any visible damage such as kinks or fractures prior to use and to discontinue use and replace the fiber if damage is observed, as a damaged fiber may result in accidental laser exposure or injury to the user or patient. Fiber break events for this device type are under further investigation; therefore, a conclusion code of cause traced to device but unable to determine more specifically was assigned.

Event description:
It was reported that the fiber was returned without initial reporter and performance allegation information. Analysis of the returned device identified that the fiber was broken.